Event description:
Overdelivery of heparin flush solution reported. A medwatch form rec'd from the user facility states: "IV tubing valve noted not to be working and allowed pt to receive full bag of heparinized solution. Partial thromboplastin time checked - no treatment." The volume of the container, the concentration of the heparin solution, and the length of time the transducer was in use were not provided. The transducer flush system was switched out. No adverse pt effects were reported.